Event description:
The wife of a customer called and alleged a discrepant low nratio inr result in comparison to the physician's point of care (poc) inr result. Results are as follows: date: (B)(6) 2015, inratio inr: 2.3, poc: 5.9. Therapeutic range: 2.5 - 3.2. The time between testing was minutes. There was no reported adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and there were no issues related to this complaint. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.